Event description:
Boston scientific received information that noise was recorded on this transvenous lead, which was oversensed by the device and led to numerous inappropriate shocks. Additionally, low pacing impedance levels of less than 200 ohms were also recorded on the lead. The device and lead were both replaced due to the issue, with no adverse patient effects other than the additional procedure noted.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.